Manufacturer narrative:
B3 event date is approximate. The year the event occurred is confirmed to be correct. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that the therapy was turning off randomly, the first instance occurred about one year ago. The caller checked the stimulation usage logs which indicated that the ins depleted and therapy turned off sometime between 27 feb and 4 mar. The therapy was turned on again on (B)(6) 2025. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information about charging the ins. 2025-mar-26 additional information was received from the manufacturer representative (rep). Rep reports that on later review the patient's ins was not low or depleted every time the therapy turned off. The cause of the patient's therapy turning off is unknown. The patient's recharger was replaced to troubleshoot this issue. This issue has not been resolved.